Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an undersensed r-wave during a non-sustained ventricular tachycardia (nsvt) episode that only happened after a premature ventricular contraction/r-wave. There was only one nsvt episode noted that had this type of behavior. The lead remains in use. No patient complications have been reported as a result of this event.